Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "reporting another lot number regarding the bd needle issue that has been ongoing"

Manufacturer narrative:
H6: investigation summary: it was reported the needle has resistance. To aid in the investigation, five samples with no plastic shields or packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. The other four samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305916, lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples received are escapes from the incident that occurred during production. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "reporting another lot number regarding the bd needle issue that has been ongoing."